Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the pa cemaker exhibited no atrial output and could not be interrogated.